Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the customer reports loss of communication between pump and transmitter. The possible causes of loss of communication were explained to the customer. Troubleshooting steps were guided to the customer in an effort to gain connectivity between the transmitter and the insulin pump. No harm requiring medical intervention was reported. Replacement process was initiated along with the return of existing transmitter used by the customer. However, the customer will continue use of the device.